Event description:
A report was received that the patient was experiencing difficulty connecting the charger with the ipg. The patient underwent a revision procedure wherein the ipg was moved shallower in the pocket. The patient was able to connect with the ipg and was doing well postoperatively.